Event description:
Customer reports 2 discrepant hit patient results with acl top. No false results were reported. No patient impact as results from the acl acustar were not released due to on going validations studies. 2 patient samples resulted as negative on the acustar. Same samples were run on the acl top and resulted as positive. Samples were sent out for sra-both samples resulted as positive. Patients have been confirmed to clinically have hit. Both patients were on heparin at time of testing. Patient from 1/20 had a platelet count of 200 drop to 65. Patient from 2/27 had a platelet count of 200 drop to 87. Platelet counts came back up once the heparin was stopped.

Manufacturer narrative:
This is an initial report. Investigation is in process. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
A complaint was submitted on hemosil acustar hit igg (pf4-h) reagent kit (lot b36963), in conjunction with hemosil acustar hit controls (lot b37034) when in use on the acl acustar (serial number (B)(6)). The customer states there were two discrepant hit patient results. The two patient samples resulted as negative on the acustar and positive on the acl top. Same samples were run on the acl top and resulted as positive. Samples were sent out for serotonin release assay (sra) and both samples resulted as positive. Patients have been confirmed to clinically have hit. Both patients were on heparin at time of testing. Patient from 1/20 had a platelet count of 200 drop to 65. Patient from 2/27 had a platelet count of 200 drop to 87. Platelet counts came back up once the heparin was stopped. No false results were reported as the customer is performing validations for the acustar. Sample result reports, qc statistic report, and calibration reports were submitted for the investigation. The qc for the acl acustar was within range on the day of testing. The calibration was completed and validated successfully prior to sample testing. Qc and manufacturing data for hemosil acustar hit-igg(pf4-h) lot b36963 were reviewed, and no issues or trends were identified with the impacted lot related to the reported issue. The sample logs were reviewed for volumes and aspiration and no issues were noted. No sample handling or loading issues were noted. Based on information available, there were no hardware or aspiration related issues seen that could have potentially driven the difference in sample results. An in-house investigation was performed using qc retain kit of hemosil acustar hit-igg(pf4-h) lots b36963, b37208, b37295 and b37451 and qc retained kit of hemosil acustar hit controls lot b37205. The results reviewed from the customer data, provided to quality assurance, and obtained through internal testing, confirmed the false negative result using four different lots of hemosil acustar hit-igg(pf4-h) reagent lots b36963(complained lot), and b37208, b37295 and b37451 with the specific samples from the customer in comparison with other methods results (latex assay and elisa). As a reminder, the hemosil acustar hit-igg(pf4-h) is a qualitative, fully automated chemiluminescent immunoassay (cia) for the detection of igg antibodies that react with platelet factor 4 (pf4) when complexed to heparin. The result provided by the assay should be interpreted as either positive or negative based on the assay cut-off (1.00 u/ml). The positive or negative result aids in determining the risk for heparin induced thrombocytopenia (hit) when used in conjunction with other laboratory and clinical findings. Anti-pf4/heparin antibodies are commonly found in patients with hit. For use in adult population suspected of hit. Not for use in isolation to exclude hit. Although the results were confirmed, there was no malfunction identified during investigation. Based on this assessment, no remedial action is required.